Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, balloon detachment occurred. The target lesion was located in the moderately tortuous right superficial femoral artery. When removing the balloon protector from the 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon, the balloon detached. The device was not used on the patient and the procedure was completed with a different device. Patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, balloon detachment occurred. The target lesion was located in the moderately tortuous right superficial femoral artery. When removing the balloon protector from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, the balloon detached. The device was not used on the patient and the procedure was completed with a different device. Patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections as a result of balloon detachment. The balloon detached at the distal bond and also proximal to the proximal bond. This damage is consistent with attempts to remove the balloon protector during preparation. All blades were present and fully bonded to the balloon. The balloon and tip were microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use. "Using sterile technique, remove the peripheral cutting balloon device in its protective ring from its package and place onto a sterile field. Do not remove the peripheral cutting balloon device from its protective ring. Do not remove the blue protective sheath from the catheter tip" turn the stopcock lever towards the middle port or open to the balloon and immediately withdraw inflation device plunger to full negative and place the inflation device in a locked position. This will maintain a constant vacuum on the peripheral cutting balloon device "when the peripheral cutting balloon device is ready to be entered into the body, remove the peripheral cutting balloon device from its protective ring. Using straight force (not a twisting motion), pull the protective sheath from the catheter tip." (B)(4).